Event description:
It was reported that during turnover, it was discovered that the motor device had wires exposed. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The reporter stated that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was separated at the connector end, exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse, and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.